Event description:
The customer contacted physio-control to report that the display of their device was dark and had a wide white line from the top to the bottom of the screen. As a result, the device user may not be able to see the label for the analyze button, which the device user would need to press in order to determine the need for defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the lcd display did not display correctly on the screen. The display had a yellow vertical bar to the right of the center and the rest of the display was dark. The display could not be read. A conclusive cause of the reported failure could not be determined. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.